Manufacturer narrative:
Technician found screws broken in both hex rods. Technician replaced rods and screws to resolve.

Event description:
Technician found stretcher in storage tagged breaks will not hold.